Event description:
It was reported that the device reset has occurred. Device will be replaced due to long charge time and battery voltage approaching eri. Clinically unresolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of reset was confirmed in the laboratory. The cause of the reset was due to parity errors occurred on january 12, 2011. Parity errors are transient and random. The battery voltage was within the expected longevity performance. The device functioned normally when tested on the bench.